Manufacturer narrative:
Updated fields: g3, g6, h2, h11. Corrected fields: d (UDI number).

Manufacturer narrative:
Updated fields: b4, d9, e1(initial reporter) (event site mail), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse found he regulator was leaking, verified, replaced he regulator. Safety and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion. The unit passed safety and functionality checks as per the service manual.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit has a helium leak. No patient involvement. Unit was in storage. No harm.